Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
The following was obtained during clinical assessment. Fluid leaking from central line insertion site. The event involved 2 piccs, one sl inserted in the upper arm and one tl inserted mid-thigh. This report addresses the single lumen PICC.